Manufacturer narrative:
The customer reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of will not turn on was due to the keypad. Unit received for won't turn on. Replaced the keypad assembly. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/11/2018 to the present date 10/27/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The proximate cause of the customer reported issue was due to manufacturing issue of the keypad.

Event description:
The customer reported that the device will not turn on. It was reported there was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device will not turn on. It was reported there was no patient involvement.